Manufacturer narrative:
(B)(4). Inspected 1 opened/used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to low readings.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 129 mg/dl and sensor glucose was 59 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 151 mg/dl at the time of call. The sensor was returned for analysis.